Event description:
It was reported that during a da vinci hysterectomy procedure, a wire broke at the tip of the tenaculum forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tenaculum forceps instrument has been received; however, failure analysis investigation has not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once failure analysis investigation is completed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.